Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information from the patient reported nothing led to no therapeutic benefit from all programs, foot cramp, and uncomfortable stimulation, the patient stated they hadn't tried all the programs. The patient stated the steps taken to resolve the issues of no therapeutic benefit from all programs, foot cramp, and uncomfortable stimulation were programs 1 and 4 were replaced and program 3 was corrected. The patient reported the issue of no therapeutic benefit from all programs, foot cramp, and uncomfortable stimulation was in progress.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3037, serial # (B)(4), product type programmer, patient.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that stim was uncomfortable/painful since the implant. She had decreased stim and was now doing better. Patient wanted to make sure that was ok to decrease stim to comfortable level. It was also reported that she was having constipation since implant. A patient reported they had stimulation in the wrong location and they felt painful stimulation. The patient reported no therapeutic benefit with the permanent implant, but the trial had worked great. The patient stated she had one last program, program 3, left to try because she had already tried all the other programs, programs 1, 2, and 4, and they didn¿t give her symptom relief. The patient stated all of the program changes she had made were per her healthcare professional (hcp) direction as she was sent home on program 4, that didn¿t work, so they changed it to another one at the follow up appointment on (B)(6) that didn¿t work because it made the patient¿s foot cramp really bad so the hcp changed programs to one where she felt stimulation on the edge of her vagina. The patient stated she increased the stimulation on that program, but it didn¿t help and was to change the program if that one didn¿t work in terms of symptom relief. The patient changed programs again. The patient stated the current program she was on was not helping. The patient requested assistance from trouble shooting in changing to program 3 and stated it didn¿t seem to exist because the hcp couldn¿t get any stimulation going with it. The patient attempted increasing stimulation on program 3 and the upper limit screen was encountered when the patient tried to increase past 0.0 v. The patient stated she felt stimulation in the wrong area of the left butt check with 2 programs. The patient stated when she left the hospital on the first program they put her on she didn¿t feel stimulation in the right spot. The patient mentioned that she was groggy from the surgery and they weren¿t very communicative to her. The patient stated she had no foot cramping during the trial, but during the permanent implant lead insertion the patient stated her entire foot cramped when they were moving the lead wire around. The patient stated her entire foot would arch and cramp and uncramp when the nurse was making adjustment on program 4. The patient stated that two of the programs, the patient stated on program 1 and pain was worse on program 2, caused her pain in the vagina and anus. The patient stated felt the pain when she slightly increased stimulation to be able to feel it. The patient stated at first she didn¿t know what was causing the pain until she turned the device of f and it went away. The patient stated she had been putting creams and powders down there because she had thought it was a urinary tract infection (uti), but it was the device. There was no falls or trauma reported. The patient stated she would go back to the program where she felt stimulation closest to her vagina till she saw the hcp the week following the call. The patient noted she was a month out since she had seen a hcp. The patient stated the patient programmer had only been used for a month and the aaa battery level was at 50%. Additional information from the patient reported the steps taken to resolve the constipation was they drank prune juice until success, which was 4 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported that they were still having urinary problems. No further complications were reported or anticipated.